Event description:
Patient was implanted in 1997 with a synchromed pump and catheter to infuse intrathecal baclofen to treat spasticity related to spinal cord injury/spinal cord disease. Infection of the pump pocket developed and the hcp immediated explanted the pump and catheter in 1998. The patient was treated with IV antibiotics and the infection resolved. Another pump and catheter were implanted on the opposite side one month later.